Event description:
It was reported that the user experienced frequent low glucose values while using the ilet, with device data described as variable and the user admitting to under-announcing meals and announcing meals inconsistently to avoid larger insulin delivery; the user was transferred for additional training on appropriate meal announcements and meal size entry. Symptoms included hypoglycemia with a low of 66 mg/dl requiring treatment with oral glucose. Outcomes included the need for user intervention and education without hospitalization. Investigation included a review of device-reported glucose trends and user-reported behaviors, along with troubleshooting and education, and a warm transfer for further training. Investigation of this case revealed that inconsistent and reduced meal announcements likely led to insulin delivery patterns that contributed to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user handling and use error related to meal announcement behavior was the most probable cause.